Manufacturer narrative:
As part of the investigation into this reported event, only two individual patient cases were identified as reportable, therefore two manufacturer reports are being submitted to FDA (3005174370-2017-00033 and 3005174370-2017-00034).

Event description:
As part of an investigation of the root canal allegations, 3m attempted to obtain patient records (including x-rays) for each of the 100 cases. During an agreed-upon on-site visit to collect these patient records, the reporting dentist was unable to identify the patients. Instead, he provided 3m multiple lists of patient identifiers who he believed had received crowns made from lava ultimate restorative and who had possibly experienced the reported root canals; there was overlap of patient identifiers among the lists. Records, including patient case notes and x-rays (when available), for these patients were obtained. Based on a statistical sampling of the total records provided, 3m was able to: identify 188 restorations made with lava ultimate restorative. Of these 188, a total of 21 root canal therapies were identified. Note: because of the method in which records were provided by the dental office, these values cannot be used to determine a rate of occurrence for root canal therapy. Of these 21 root canals, which were reviewed by a 3m dentist, it was found that all but two cases were unrelated to the performance of lava ultimate restorative. The reasons for exclusion of lava ultimate restorative as a contributor to these root canals include: pre-operative damage or preparation trauma. Poor prognosis of the tooth already stated before restoration placement. Insufficient previous root canal therapy. Insufficient hard tissue support. Insufficient oral hygiene. In the remaining two cases, the performance of lava ultimate restorative could not be ruled out as possible contributor. Separate medwatch reports are being filed for each of these cases.

Event description:
On (B)(6) 2016, a dental professional reported that 100 patients who were treated with a 3m espe lava ultimate cad/cam restorative for cerec crowns required root canal treatment, which he attributes to the lava ultimate crown. The dental professional was not able to provide patient-specific information and as such, this one report is being made to cover all impacted patients.